Event description:
A call was received through technical services, reporting the patient presented to the ER due to oversensing and inappropriate therapy. Lead revision/evaluation scheduled and ICD replaced for eri.

Event description:
A call was received through technical services, reporting the patient presented to the ER due to oversensing and inappropriate therapy. Lead revision/evaluation scheduled and ICD replaced for eri. Additional infomation on this event indicates the lead was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; proximal segment was returned for analysis. A call was received through technical services, reporting the patient presented to the ER due to oversensing and inappropriate therapy. Lead revision/evaluation scheduled and ICD replaced for eri. Additional infomation on this event indicates the lead was explanted. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event oversensing shock, inappropriate.